Event description:
It was reported that the tandem-provided charging cable caught fire while charging. There was no adverse impact to the customer's blood glucose level. A new charging cable was sent to the customer.